Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effects of hematoma, embolism, and death are listed in the jeti all in one peripheral thrombectomy system instructions for use (IFU) and in the no-fault risk assessment jeti which included renal failure as potential adverse events of use of the device. Based on the information provided, a definitive cause for the reported issue could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date of event 12/1/2022. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this article documented a single-center, retrospective review of patients with acute limb ischemia (ali) treated with the jeti device between september 2020 and december 2022. Outcomes (adverse patient effects) included 30-day mortality, major limb amputation, re-intervention, distal embolization, access site hematoma, and aki (acute kidney injury). No device issues were reported. No additional information was provided. Details are listed in the attached article, titled "single-center experience with the jeti hydrodynamic thrombectomy system for acute limb ischemia."